Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, the customer reportedly said they would clear the malfunction and resume insulin delivery. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.